Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a customer has problems with 4 smiths medical trach tubes. The first trach was tested and the pilot balloon inflated but the cuff did not. The second trach was tested and it inflated asymmetrically with part of the cuff being stuck to the tube. The other two tubes caused tidal volumes to alarm. The cuff was leaking both times and the patient had to have a trach change done each of the two times to resolve the issue. The third trach that was put in, was good. No adverse patient effects were reported.